Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was a patient involvement but no harm.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. F1905 - device revision or replacement. A1407 - insufficient flow or under infusion. A090406 - therapeutic or diagnostic output failure. F26 - no health consequences or impact. There was a patient involvement but no harm.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182). Correction: date of event, describe event or problem, initial reporter addr 1, initial reporter city, imdrf annex a and g codes. Additional information : medical device serial #, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. F1905 - device revision or replacement. A1407 - insufficient flow or under infusion. A090406 - therapeutic or diagnostic output failure. F26 - no health consequences or impact. There was a patient involvement but no harm. "A report was received from health canada's canada vigilance program which states, ""running a norepinephrine infusion on a patient to maintain a map of 65mmhg, then the channel suddenly beeped ""channel error"" and stopped working luckily there was another channel and pump in room writer was able to promptly switch infusion over and reprogram infusion patient did not suffer any ill effect from incident.""